Manufacturer narrative:
Investigation summary: no product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had innominate artery and tortuosity preventing successful delivery of impella. Device history lot: device lot: 1986731. Device history batch: subcomponent lot: n/a. Device history review: device (sn: 633142) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that, due to the patient¿s anatomy, the impella 5.5 could not be advanced or turned into the ascending aorta. The patient survived the procedure.